Manufacturer narrative:
Updated h6 adverse event problem codes to reflect results of investigation. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Product return evaluation: the reported broken deployment line, is consistent with the engineering evaluation findings of broken fibers on the end of the returned section of deployment line. The root cause of the broken deployment line could not be established with the available information.

Manufacturer narrative:
The following patient information was asked to the physician but was not available:- initials, gender, age, weight, date of birth, comorbidities, medications. A1: no patient specific details have been provided. Therefore, the patient identifier (in confidence) reflect the gore internal case number. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, a patient had a procedure to treat venous outflow where a 10 mm x 5 cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was used in an unknown anatomical location in the upper arm. It was reported the physician accessed the patient using an 8f terumo introducer sheath (4 cm) over an .035" unknown brand guide wire. Reportedly, the delivery catheter advanced to the target treatment zone. During deployment, the deployment line was pulled and broke. It is suspected the deployment line got caught on something causing it to break. Reportedly, the endoprosthesis remained partially constrained and on the catheter. The decision was made to cut the delivery catheter (outside the patient) in attempt to locate the deployment line. The deployment line was found and pulled. It was reported the endoprosthesis expanded, and was implanted in the intended treatment location. It was reported there was no impact to the patient.